Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic bent. (B)(4). Corrected data: the lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles.

Manufacturer narrative:
The product is manufactured in the u.s. But not marketed in the u.s. (B)(4) lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -8 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2016 and the problem was resolved.